Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer was unable to perform follow-up calls to customer to ensure the customer's condition had improved and that the replacement products resolved the initial concern - customer had requested not to be contacted.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). The customer reported currently having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in a closet. The customer's test strips are expired: manufacturer¿s expiration date is (B)(6) 2022 and test strips have been opened for more than four months. The customer did not have another vial of test strips that had been stored and handled correctly.